Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the tube seal grommet was missing and the left plunger case was cracked. A review of the event history log identified pump motor drive phase b post in the history. Functional testing was performed using the power up process and the reported issue was able to be duplicated. Pump motor drive phase b post caused by depleted battery.the root cause of the problem was that the customer did not recharge the battery pack after depleting it. To resolve the problem, replace battery and performed power up and self test process.

Event description:
It was reported that the pump exhibited a system failure motor drive phase b post. No patient injury was reported.